Manufacturer narrative:
Product complaint# (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? I don¿t know. Did the patient receive any preoperative chemotherapy or radiation? Idk. Had the patient been bowel prepped? Yes. Were there any issues experienced with the device in the initial surgical procedure? No at all. What healthcare professional fired the device and what is his/her experience with the device? Senior surgeon, around 150 cases a year. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? I am not sure if he retighten or not but he waited 15 secondes prior to firing were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check. Was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Can more information on the donuts be provided? They were full but thinner than usual. Was a leak test performed? If so, what type and what was the result? Yes, air test. All fine. Was the staple line visualized endoscopically during the initial surgical procedure? Yes, everything looked ok how was the leak identified? Idk. Had the patient resumed feeding? Idk. How was the leak addressed? Idk. Is a ¿pocket¿ a colostomy? If so, will the colostomy be reversed? Idk. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. Does the surgeon believe the bowel movement caused the leak? He does not know but he believes more than it¿s the stapler¿s fault what is the current status of the patient? Fine.

Event description:
It was reported that after a sigmoidectomy procedure with a cdh29p, surgeon got a leak on the stapling line at day 4. The donuts were thin but full. The patient had a very large stool the day of the leak. The patient had to have a "pocket" for a small period.